Event description:
It was reported that there were volume discrepancies; during refills healthcare provider (hcp) was "aspirating almost double of expected volume". Patient had experienced flu like symptoms: achy, lethargic and nausea, pain and loss of bladder control at times. The entire device system was explanted; patient sustained no injury. It was stated that the hcp decided to replace the catheter due to its "age". Drug delivered via the device was fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter ID, 8709, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2012 (B)(6). (B)(4).